Manufacturer narrative:
The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests that both the patient condition and procedural factors likely contributed to the event. Although the implant was initially stable with good leaflet insertion, the complex anatomy, (poor echocardiographic windows and a prominent subvalvular apparatus) combined with post-procedural volume administration, may have increased the mitral gap and tension on the device, leading to an slda. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from spain- edwards received notification of a pascal precision ace in tricuspid position where on post-operative day 3, a late single leaflet device attachment (slda) occurred. During procedure, two pascal devices were implanted. There were no device issues during implantation and no device interaction. It was a transplanted patient with very bad echo windows altogether and a very prominent subvalvular apparatus. However, implant was totally stable after deployment and the tissue insertion seemed good. On post-operative day 3, a late single leaflet device attachment occurred with the second device implanted. As per medical opinion, the patient presented a prominent s-l gap on the echo screening study that was not present on the day of the case due to medical pre-habilitation. It is suspected that after the case, due to the volume given to the patient, the gap increased again and this generated so much tension on the device that it could cause the slda. Due to the risk of causing total embolization of the slda device, it was decided not to re-intervene the patient. Patient was in a stable condition and discharged. The initial tricuspid regurgitation (tr) grade before procedure was massive (4+), it was moderate (2+) immediately after procedure, and grade 3+ after the slda.